Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was unknown at the time of the incident. Customer stated that, the pump now alarmed with a failed battery test. Customer thought he would be able to use the battery that was in the flashlight because it was working in the flashlight. Customer will get a new battery and states if he has any problems he will call back. The device will be returned for analysis.